Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Patient underwent a second revision procedure approximately two years post implantation due to a locking bar backing out of the implant. Medical records also noted that prior to the revision patient was experiencing pain and a locking feeling of the knee and effusion and radiolucency were noted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 15 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 4 mdrs filed for the same event/patient* (reference 1825034-2016-03189 / 03191 / 1825034-2016-03195). Surgeon didn't approve for return.

Event description:
Subsequently, the patient had an second revision approximately two years post implantation due to a locking bar backing out of the implant. Medical records also noted that prior to the revision patient was experiencing pain and effusion and radiolucency were noted.